Event description:
It was reported that during the procedure the patient experienced global confusion, left sided, and upper extremity weakness immediately after the procedure. The patient's bp had increased to 170 systolic and had been on neosynephrine. Neosynephrine stopped the confusion which resolved prior to leaving the lab. Reported start date was on event date with a reported stop date two days after. The condition is not pre-existing and was unknown if related to the device. Outcome resolved. CT scan performed, no acute changes and left hand weakness resolved prior to discharge. No additional information was available.

Event description:
Guidant's medical experts adjudicated the outcome of this patient event. It was determined that this patient experienced a stroke. No additional information was available.